Event description:
It was reported that the patient underwent a revision procedure of the left hip due to a pseudo tumor. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02920-1. Visual examination of the provided pictures identified a magnum construct that was explanted and are covered in bio-debris. No further evaluation can be made from the provided pictures. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.